Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacemaker dependent patient presented to the clinic for follow-up. Upon device interrogation, it was noted that the right ventricular lead exhibited noise that resulted in pacing inhibition; lead fracture was suspected. The patient was stable and had no reported symptoms from the event, though difficult to determine as she suffers from alzheimer's disease. The lead was capped and replaced on 30 jan 2020. During the procedure, it was noted that the lead had visible wear to the insulation exposing the coil. The doctor believed the damage was caused by lead to can abrasion based on the location of the damage. The patient¿s condition during and post procedure was stable and satisfactory.